Manufacturer narrative:
The device was not returned for analysis. The event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. (B)(4).

Manufacturer narrative:
The catheter was returned for evaluation without the guidewire, therefore, any contributing factors from the guidewire could not be assessed. Upon examination of the catheter, a hole (not rupture) in the chronoprene tubing was found near the distal marker band. An unsuccessful attempt was made to flush the catheter as it was found to be occluded with what is likely contrast. After soaking the catheter device, it was then able to be successfully flushed with water as it was found patent. An in-house guidewire was then inserted into and through the catheter lumen without issue. An unsuccessful attempt was made to inflate the balloon, as it was found to be leaking at the location of the hole. No other anomalies were observed. The balloon catheter was found to be damaged; however, the cause for the damage could not be determined. Note: per the balloon instructions for use (IFU) directions for use: "balloon cannot inflate unless a portion of the distal 10 cm of the guidewire tip is occluding the distal inflation holes of the catheter." In addition, the following precaution is noted: "use only the recommended balloon inflation medium of 50:50 solution by volume of 60% contrast medium and normal, sterile saline." The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. (B)(4).

Event description:
Medtronic received information that during the balloon test inflation, the balloon was reported to have immediately ruptured. Cadence syringe was used, contrast ratio was 75% saline. The x-pedion guidewire tip was not shaped. A 15 cm of the guidewire was advance out of the catheter tip. The patient was not reported to have been injured and a new device was used to treat the patient.